Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with high ventricular rate episodes. It was noted that the device's autocapture feature may have induced the patient's arrhythmia. Programming changes were discussed but not made as the patient had not come in to the clinic as of yet.